Event description:
The customer reported via phone call that he had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 201 mg/dl. After troubleshooting was done, the customer was advised to remove and replaced the sensor. Customer was advised that we would replaced sensor. The troubleshooting for high blood glucose and threshold was not complete caused he arrived at work. Customer was advised to call back to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.